Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 6 years and 7 months after the dental implant was installed in intraoral region 23#, its loss of osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented presented bone type iii.